Manufacturer narrative:
(B)(4). This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Citation: colorectal disease. 2011; 13(suppl. 6): 3-7. (B)(4).

Event description:
It was reported in a journal article title: prospective, randomized study on the use of mesh in prevention of para-stomal hernia in laparoscopic surgery. The use of a prophylactic mesh as a prevention of parastomal hernia has been proven in open surgery. There is no evidence of its value in laparoscopic surgery. The authors performed a prospective, randomized trial on patients that underwent an abdominoperineal excision between november 2007 and january 2010 in 36 patients (control group: 60%; treatment group: 15%). Of which 19 patients were randomized under mesh group using proceed mesh (ethicon) and 17 patients were randomized under no mesh group. In the mesh group, reported complication included parastomal hernia (n-9). The use of prophylactic mesh in laparoscopic abdominoperineal excision is associated with a statistically significant reduction of the risk of developing a parastomal hernia. This finding is not seen in patients with an abdominal wall fat larger than 23 mm.